Manufacturer narrative:
(B) (4)

Event description:
It was reported that there were coupling and/or communication issues. The pt had stimulation with approx 3/4 charge to the battery, but was unable to communicate with the recharger or pt programmer. The 8840 was working as expected. A second recharger was used with the same results. An x-ray was taken, the implantable neurostimulator (ins) was not flipped. The ins was superficial and a rest was performed. Coupling bars were attained after approx two minutes. It was reported that the pt had a CT scan around the same time the recharge issues began. Following the reset, the pt was still able to get coupling bars and was sent home.